Manufacturer narrative:
Inspected one opened/used reservoir and it failed per specifications. The reservoir leaked past the first and second o-rings due to plunger damage with several indentations.

Event description:
The customer reported continuous problems with air bubbles in the reservoirs. The customer spoke with her diabetes educator about the issue, but the problems continue. The customer was given suggestions on how to prevent air bubbles. The customer will return a reservoir for analysis.